Event description:
Document number: (B)(4). Report number: (B)(4). Wrong temperature registered on my (B)(6) daughter multiple times. Replaced batteries, checked reading on 2 adults and re-checked my daughter. Reading was dangerously low and took daughter to (B)(6) hospital where daughter's temperature was normal. Contacted thermoscan at (B)(4). They stated this is the best in the world and has no recalls, will only replace. The emergency room doctor stated these are notoriously wrong and tested the thermometer showing that it was not reading properly. The multiple hypothermia readings prompted the emergency room visit where (B)(6) was checked and discharged quickly. Retailer: (B)(6), retailer state: (B)(6). Purchase date: (B)(6) 2011: this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Manufacturer offered replacement RMA # (B)(4).